Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The returned instrument was reviewed in australia and deemed the complaint is due to wear and tear of the instrument. The product was disposed of and no corrective action was deemed necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the returned instrument was reviewed in australia and deemed the complaint is due to wear and tear of the instrument. The product was disposed of and no corrective action was deemed necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was impacting a corail stem and decided that the version was different to what he had broached for, so stopped impacting, attached the threaded stem insertor and backed the stem out with the mallet. He changed the version and reimpacted it with the threaded stem insertor, which then wouldn't disengage from the stem. He had to take the stem and insertor back out and reimpact a new stem with the non-threaded insertor. The stem was able to be removed from the insertor in tsu, and a new insertor has been ordered. 10 minute delay to procedure. No ae to patient.